Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe caused an allergic reaction (B)(6), "patient reported cramping in chest on the morning of the (B)(6) 2018 and left breast; breathing slightly noisy and has a dry cough. Advised to call 999; family member to take patient to local hospital. No further information obtained following hospital visit."

Manufacturer narrative:
H.6. Investigation: a DHR was performed and the non-conformances were reviewed for this batch, and there was no record of non-conformance which could contribute to the complaint verbatim reported by the customer. No sample or picture was returned. Based on the information provided, it is more probable than not that the symptoms described may be an allergic reaction; however, it is highly improbable that this reaction was produced by the normal saline in the bd posiflush product. During the period 2017-2019, there are no other adverse customer complaint trends for the complaint category of allergic reaction, apart from fresenius kabi UK. There are no known allergies to normal saline, either topical or within the body. It is most likely that whatever fluid was in the IV line prior to flushing contained inadequately flushed medication or glucose from previous treatments.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe caused an allergic reaction sayong, "patient reported cramping in chest on the morning of the (B)(6) 2018 and left breast; breathing slightly noisy and has a dry cough. Advised to call 999; family member to take patient to local hospital. No further information obtained following hospital visit."